Event description:
It was reported that prior to implant, the lead tip was noted to have a slight bend. Because, this was the first time it had been noted, there was no real concern. The lead was implanted without difficulty and there were no performance issues. It was noted that there is concern about the packaging of this product. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).